Event description:
The patient's generator was replaced due to battery depletion. The explanted device has not been received for analysis to date. No additional or relevant information has been received to date.

Event description:
The explanted device was discarded and will not be returned.

Event description:
It was reported that the patient's generator had migrated lower than where it was originally placed. It was also reported that the patient was to see a surgeon regarding the generator migration. The device was reported to be functioning normally. While surgery is planned no surgical intervention has occurred to date. No additional or relevant information has been received to date.